Event description:
Transport in room to pick up patient. When attempting to disconnect IV tubing from PICC line, end of IV tubing snapped off inside, connector port of PICC. Rn in interventional radiology called and came to floor and was able to remove piece that was stuck. Caresite luer access device attached to PICC.